Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that in the bottom of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray a black particle was observed in the end of the syringe. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
No sample (including photos) were received for evaluation. Quality has previously reviewed, evaluated and investigated this failure mode. CAPA was opened to investigate particulate foreign matter on this machine. The investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends investigation conclusion: this failure mode is being investigated under a CAPA. Refer to CAPA # (B)(4).